Event description:
The facility reports the pt was being lifted from the bed to be placed into the customized wheelchair. The sling was positioned under the client so that the buttocks were covered. After being lifted from the bed, the caregiver proceeded to maneuver the pt into a seated position. The caregiver pushed down on the pt control handle and, it is believed, at the same time the pt lunged forward. This combination caused the pt to go over the top of the control arm. The pt landed on the back of their head, suffering a laceration which required staples.